Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was 132 mg/dl. The customer reported that they are unable to troubleshoot at time of call because they having a keypad issues. The customer was advised to do complete set change as soon as possible. The cusomer was advised to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.